Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they failed total bilirubin proficiency testing for four of five samples. Of the data provided, the results for two samples were discrepant. All results are in mg/dl. Sample 1 initial result was 3.1 with an acceptable range of 4.0-6.1. The sample was repeated on (B) (6) 2010, with a result of 4.9. Sample 2 initial result was 1.4 with an acceptable range of 1.8-2.8. The sample was repeated on (B) (6) 2010, with a result of 2.1. No patient sample results were affected. The total bilirubin reagent lot number was 158303. The user stated he recalibrated the assay shortly after the proficiency survey was run and testing was much improved. The user stated the recalibration resolved the issue.